Event description:
It was reported that during implant procedure, the left ventricular lead had dislodged. The physician mentioned that prior to attempting to implant the lead, a kink was noticed. The lead was not used and another was implanted. The procedure was successful. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece measuring 86.2cm. Analysis was normal. No anomalies were found.